Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that blood was leaking from device even though the cap was tightened. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
Two units were received for evaluation in used condition. As received, blood residue was observed within the returned filter-pro. Only the filter-pro was returned, and no syringe was returned. No other damages or anomalies were observed. The complaint of leakage can be confirmed. The probable cause is unknown. There was not any other related customer complaints raised against the reported lot number.